Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted the head and cup appeared to show evidence of subluxation of the joint, scratching of the bearing surfaces, wear and taper fretting. The root cause of the event could not be determined.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions. " this report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2015-00725 /-00726).

Event description:
It was reported that patient underwent hip arthroplasty on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2015 due to adverse reaction to metal debris and mechanical complications. The modular head and acetabular cup were removed and replaced.